Manufacturer narrative:
(B)(4). G2, japan. H3, customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that upon opening the packaging of the femoral distal augmentation, the surgeon discovered a hole in the inner bag, so he completed the operation using a new one. Attempts to obtain additional information have been made; however, no more information is available.